Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information confirmed that, in addition unable to charge the ins past ¾ full, they could not charge it up to 100%. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Date of event was reported as (B)(6) 2016.

Event description:
Information received from the patient reported that they received a new programmer but it was not connecting to their implantable ne rostimulator (ins). It was determined that the patient was seeing the charge the ins battery screen which indicated the battery was low and that the stimulation had stopped about a week ago ((B)(6) 2016). The patient stated that they had tried to charge the ins but it would not take a charge. They were able to turn the ins on/off with the recharger. After review the patient was able to charge the ins battery (flashing at ¼ full) and it was confirmed that the recharger battery was fully charged. The patient was directed to charge to 50% then the stimulation could be turned on and then continue to charge to full. The patient stated that they could not get past ¾ full battery and they charged for ¿hours¿. They patient was familiar with the device as they have had it for a long time but could never get the ins battery past 3/4/ full. The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.